Event description:
Lumenis received a report from the bfarm competent authority of germany on march 31, 2026 regarding a complaint submitted by a patient alleging wrongful practice on a laser procedure using a lumenis lightsheer laser device. It is important to note that there was no allegation of malfunction in the lightsheer system. Due to regional holidays the complaint was opened april 9, 2026. The awareness day is, none-the-less, march 31, 2026 when the lumenis EU representative received the mail from bfarm.

Manufacturer narrative:
The EU representative for lumenis spoke to the involved clinic which refused to divulge any information regarding exactly which lightsheer system was involved. The clinic has 2 systems which were installed, one in 2006 and the other in 2010. In order to fill in the installed product field, the one installed in 2010 was chosen, but it should be noted that the actual system could have been the other one. Never-the-less, both systems are long out of warranty. The last lumenis service was performed on 2019 for both devices, and the site has been using their own separate service provider since then. It is not clear if the site has conducted proper annual preventive maintenance as they should. The clinic did not allege any malfunction of the device. In fact, they said that the device worked well and they never had such an incident in 17 years. They also did not request from lumenis any service check. In addition, the lumenis EU representative contacted the patient who just described how she was unhappy with the service and how the clinic related to her as a patient. This was her main complaint. The patient made no allegation of system malfunction. The patient also did not mention that the burn she received was serious. According to the bfarm report, the event occurred sometime in 2025, but was only reported to bfarm on march 27, 2026 (and lumenis received the report from bfarm on march 31, 2026, as mentioned above). Separately, the patient indicated that the treatment was done in (B)(6) 2025. Thus, malfunction is taken as not the cause of the adverse event. Furthermore, ergonomic features of the device are not alleged by either party to have been an issue in this at all. Therefore, according to the EU MDR regulations, this is not reportable to bfarm. On april 13, 2026, following a request by the EU representative, the patient supplied some photos of the injuries. According to the lumenis clinical expert who examined these, "the comma shape burns are a minor injury - superficial burns. The burn on the tattoo is very likely to lead to a scar and permanent change of the tattoo coloration at this location so this would constitute a serious injury." Thus, this incident is reportable to the FDA.